Manufacturer narrative:
Reporter's occupation was not provided. The sample has not been received for evaluation. 3m is unable to verify the leak, identify exact location and root cause without the sample. Based on the information provided, the leak location appears to have occurred in the bubble trap. Reported lot hw8284 was produced prior to corrective action implementation. Sample analysis is pending. 3m will continue to monitor. End of report.

Event description:
A hospital employee alleged a 3m¿ ranger¿ high flow disposable set (model 24365) leaked fluid at the side of the filter. No patient/staff injury was alleged. No additional information was provided.